Event description:
A family member reported, the patient¿s catheter was leaking and they caught (B)(6). A family member also reported, the patient could not reach a therapeutic level for their dosing. The pump was replaced, but they could not take the catheter out due to the (B)(6) infection. The pump contained baclofen. The patient¿s outcome was requested.

Manufacturer narrative:
Product ID 8709 lot# l73610, implanted: 2000 (B)(6), explanted: 2013 (B)(6); product type catheter product ID 8578, serial# (B)(4), implanted: 2013 (B)(6), explanted: 2013 (B)(6); product type accessory product ID 8709sc, serial# (B)(4), implanted: 2013 (B)(6), explanted: 2013 (B)(6); product type catheter. (B)(4).